Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer stated that he inserted a new sensor and cannot get it to where he needs to start the sensor. The customer was advised to perform a new sensor link again. The customer was advised to treat per his health care provider's instructions.